Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not detach from the catheter initially, so the team gently rotated the catheter and open/close the catheter until the clip was released. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.